Event description:
The customer reports the device intermittently reboots itself. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports the device intermittently reboots itself. There was no reported pt involvement. Philips evaluated the device and reproduced the customer issue. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use.